Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was unable to replicate the reported issue. The root cause was undetermined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the air detector test as it continually recognized air in the primed line. The event occurred during preventive maintenance inspection. There was no patient involvement and no patient harm.